Manufacturer narrative:
Abbott technical support (tso) reviewed the instrument logs and confirmed the issue. The tso found a deviation in the sample aspiration curve associated with the false high result, which supports a possible sample integrity issue. In addition, the creatinine reaction graph for the false high result was aberrant compared to the reaction graph for the retest results. Return testing was not completed as returns were not available. A review of the architectc8000, serial number (B)(4), service history found no contributing factors, and no subsequent reports of erratic or discrepant results have been received. A 12-month complaint review for the c8000 platform did not identify a systemic issue or trend related to discrepant or erratic results. The architect system operations manual provides adequate labeling regarding the sample pipettor, specimen handling, limitations of result interpretation, maintenance, and troubleshooting the reported issue. The customer addressed the issue by retesting the sample which is consistent with troubleshooting provided in current labeling. Based on the investigation no product deficiency was identified for the architect c8000, serial number (B)(4).

Manufacturer narrative:
Complete information for section a. Patient information, patient identifier - sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated creatinine results generated on the architect analyzer. The results provided were: sid: (B)(6) on (B)(6) 2019 initial = 225.4umol/l / repeated 115.7 / 117.5 / 117.3 / 119.1 / and 119.6 umol/l. There was no reported impact to patient management.